Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. The sample was subjected to a laboratory bubble point test. A leak was not detected, possible due to coagulated blood. However, the dialyzer was disassembled for further evaluation and a potted fiber fragment was identified at approximately 140°, with the dialysate ports situated at 0°, on the non-cavity ID end. The fiber fragment was approximately 1.2mm in length. The opposing end of the fiber could not be isolated. Further examination of the fiber bundle did not identify any other damage or irregularities. See the attached photo and test documentation. A lot history review was performed. There was one other complaint reported against the lot. The complaint addresses the same event but is the no sample investigation. The current complaint was opened to address the returned sample. A review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process potentially related to the complaint. This includes non-conformances, rework, labeling, process controls and any other occurrence in production. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The patient¿s estimated blood loss (ebl) was approximately 100 ml. There was no defect or damage seen on the dialyzer. The blood leak was noted as being an internal blood leak. The machine, a fresenius 2008k machine, alarmed appropriately with a blood leak alarm. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.